Event description:
It was reported that the patient underwent posterolateral fusion at t2-l3. The rods and screws were placed. The surgeon was using the coronal bender for in-situ bending when the tip broke off. The tip fell into the patient. The tip was retrieved from the patient. No patient complications were reported. Another instrument was used without further incident.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Microscopic examination of the fracture surface reveals a fairly brittle fracture, which changes planes due to the geometry of the part; analysis findings are consistent with overload of the part. A review of the device history records did not identify any nonconformance to specification.